Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
The lead was put through and passed automated diagnostic testing that verified the insulation integrity, electrical continuity of the lead and impedance testing. Analysis showed that the set screw marks on the is-1 terminal pin are right at the terminal pin end and on the distal hv terminal pin. No discernable set screw marks were noted on the ring. Set screw marks at the end of the terminal pin indicate that the lead was not fully inserted into the device header which is known to lead to poor/intermittent contact between the device leaf spring and the rs (positive) ring of the lead. High impedance, noise and non-sustained episodes could be expected with this configuration.

Event description:
Boston scientific received information that this clinic nurse and local representative contacted technical services to report that this device, implanted in this young, athletic patient, was exhibiting right ventricular (rv) pacing impedance measuremens of greater than 2000 ohms, electrogram noise and nonsustained epsiodes. The rv pacing thresholds measurements have trended upwards from 1.4 volts to 4.0 volts. However, rv capture and sensing have been normal. Technical services discussed the possibility of an evolving conductor fracture. The local representative informed technical services that this device was implanted in a subpectoral location and the patient has been scheduled for an invasive intervention to assess both the device and lead.

Event description:
Subsequently, boston scientific received information that this device and lead system were evaluated pre-operatively. Pocket manipulation and patient isometrics were performed. All diagnostic lead values were within normal range during all testing. The rv pacing thresholds were found to be 0.9 volts at 0.4 ms. The rv pacing impedance measurements during these testing were recorded in the 500 ohm range. A review of the stored episodes in the arrhythmia logbook identified two nonsustained events associated with electrogram noise. The previously reported increase in rv pacing impedance measurements (greater than 2000 ohms) occurred once in january, february and (B)(6) 2011. The patient was presented to the electrophysiology (ep) laboratory. The device's tachycardia mode was disabled and all diagnostic lead measurements were normal throughout the procedure. The device and rv lead were successfully explanted without incident.